Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to a stent fracture includes, but not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. In addition, stent damage is a known potential adverse events as listed in the instructions for use. To ensure that these factors are observed during manufacturing, the xact stent is visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. A review of lot history record did not reveal any non-conforming material records associated with this lot that would have contributed to the report event. Review of the similar incident query was performed for the reported lot, and there is no other incident with this part and lot number combination which suggests that there are no lot specific product quality deficiencies. Based on available information, a definitive cause for stent fracture could not be determined.

Event description:
It was reported that at the 6 month follow-up post xact stent implantation in the right internal carotid artery, a grade 1, 1 to 2 stent struts, stent fracture was found in the proximal aspect of the stent. The patient did not experience any adverse events prior to or after finding the stent fracture. There is no planned intervention. There was no additional information provided.